Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture due to increased pacing thresholds. A lead dislodgment was suspected. The lead was able to be reprogrammed to restore capture. This lv lead remains in service. The patient reported not feeling well since shortly after implant but no adverse patient effects were reported.